Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced disfigurement, pain, defective mesh, suffering, swelling, extraperitoneal gas, hemoperitoneum, numbness, postoperative scrotal edema, fluid collection, ilioinguinal neuropathy, mesh shrinkage, adhesions, inflammation, discomfort, mental anguish, impairment of daily living, disability, loss of enjoyment of life. Post-operative patient treatment included mesh removal, revision surgery, imaging, injections, and physical therapy.

Manufacturer narrative:
Additional information: b2(added disability), b5, d8, g3, h6, e3 correction: e1(facility name, street 1, city, region and postal code), g1(MFR contact first name, last name, street 1, MFR city, region, postal code, email and phone number) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b5, d6b, h6 (patient code, imf code). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, testicular swelling, disfigurement, pain, defective mesh, suffering, swelling, extraperitoneal gas, hemoperitoneum, numbness, postoperative scrotal edema, fluid collection, ilioinguinal neuropathy, mesh shrinkage, adhesions, inflammation, discomfort, mental anguish, impairment of daily living, disability, loss of enjoyment of life. Post-operative patient treatment included CT scan of abdomen without IV contrast, diagnostic laparoscopy, robotic explant of both previously placed mesh with preservation of genitofemoral nerve and reconstruction of preperitoneal surface, revision surgery, imaging, injections, and physical therapy.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, testicular swelling, disfigurement, pain, defective mesh, suffering, swelling, extraperitoneal gas, hemoperitoneum, numbness, postoperative scrotal edema, fluid collection, ilioinguinal neuropathy, mesh shrinkage, adhesions, inflammation, discomfort, mental anguish, impairment of daily living, disability, loss of enjoyment of life, scattered tiny foci of gas within ventral abdominal wall & right scrotum, hydrocele, varicocele, labs abnormal for wbcs, hernia recurrence, firbroadipose tissue, fibrous tissue, distention, purple discoloration to scrotum, fluid filed scrotum, clamshelled mesh on the right, migrated mesh on the left, & cord lipoma. Post-operative patient treatment included CT scan of abdomen without IV contrast, diagnostic laparoscopy, robotic explant of both previously placed mesh with preservation of genitofemoral nerve and reconstruction of preperitoneal surface, revision surgery, imaging, injections, physical therapy, ultrasound, hospitalization, pain medication, IV fluids, & partial removal of mesh.

Manufacturer narrative:
Additional info: (removal of date), & h6 (patient codes, device codes, ime e2402: foci of gas within ventral abdominal wall & right scrotum, hydrocele, varicocele, labs abnormal for wbc, firbroadipose tissue, cord lipoma). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, testicular swelling, disfigurement, pain, defective mesh, suffering, swelling, extraperitoneal gas, hemoperitoneum, numbness, postoperative scrotal edema, fluid collection, ilioinguinal neuropathy, mesh shrinkage, adhesions, inflammation, discomfort, mental anguish, impairment of daily living, disability, loss of enjoyment of life, scattered tiny foci of gas within ventral abdominal wall & right scrotum, hydrocele, varicocele, labs abnormal for wbcs, hernia recurrence, firbroadipose tissue, fibrous tissue, distention, purple discoloration to scrotum, fluid filed scrotum, clamshelled mesh on the right, migrated mesh on the left, cord lipoma, & injuries to nerves. Post-operative patient treatment included CT scan of abdomen without IV contrast, diagnostic laparoscopy, robotic explant of both previously placed mesh with preservation of genitofemoral nerve and reconstruction of preperitoneal surface, revision surgery, imaging, injections, physical therapy, ultrasound, hospitalization, pain medication, IV fluids, & partial removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced pain. Post-operative patient treatment included revision surgery.